Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the tibial articular surface provisionals had an unknown malfunction.

Manufacturer narrative:
Upon further review no patient injury was reported and this malfunction has not been previously reported as causing or contributing to patient injury, therefore, the initial report was filed in error and should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.